Event description:
It was reported by the patient to be feeling shocks once or twice a week and that their chest had to be open to drain blood due to their heart being punctured. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2012. (B)(4).